Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2015 that she has been experiencing high and low blood glucose. Customer's blood glucose level was fluctuating between 59 mg/dl and 267 mg/dl. After troubleshooting, the customer was sent a tubing clamp and was advised to call back to complete troubleshooting then. Customer was contacted via phone call on (B)(6) 2015, and the customer mentioned her blood glucose level was fluctuating between 357 mg/dl and 47 mg/dl. Customer reported via phone call on (B)(6) 2015 that she has received the tubing clamp and can participate in the help line test. The test passed.